Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. Reportedly the device anchor broke while the patient was sleeping. The patient received the device on (B)(6) 2025 and presented with the issue on (B)(6) 2026. No injury was reported.

Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference:(B)(4).